Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no failure found with the system, no components were replaced. It was confirmed the issue was due to user error. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there were black images on the monitor. There was no patient present when this issue was identified.